Event description:
It was reported that under infusion was observed in an unknown buretrol solution administration set during infusion of an unknown chemo therapy medication. Customer also stated that the nurses realized they were attempting to use the sets with a micro drip to deliver at rates that the tubing was not designed for. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.